Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the reason for call was about on the 21st of july, the programming for the ins got all out of "wack" and the patient would like the ins to be reprogrammed. The patient was redirected to their healthcare provider to further address the issue. On august 13, 2021, additional information was received from the patient. It was reported that a new device had been implanted and the issue resolved. The patient was contacted to obtain additional information and on november 9, 2021, the patient reported that the device that was having the "programming out of wack" was the ins that was implanted in (B)(6) 2020, not the ins that was implanted in (B)(6) 2021. Patient weight was provided. The patient explained that the device was working great for awhile but then suddenly they weren't getting proper programming, which meant they weren't feeling stimulation in their back down to their toes. Their doctor told them that the "programming was out of wack" and the ins needed to be replaced. The ins was replaced on (B)(6) 2021, which resolved the stimulation issue they were experiencing. The patient did not know what was done with the ins after it was explanted. The hcp was contacted for additional information and on november 18, 2021, the physician reported that the cause of the ins programming "getting out of wack" was due to the patient lifting something and had increased bilateral hip pain to their feet. After the surgery, reprogramming was performed on (B)(6) 2021 and on (B)(6) 2021, which produced excellent pain relief in the patient's painful areas.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that replacement was due to eol and difficulty with recharging device. Device sent to pathology.